Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a 63mm thoracoabdominal aortic aneurysm (taaa) in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) clinical trial. A gore® excluder® iliac branch endoprosthesis was implanted as the first distal extension from the tambe aortic component. On (B)(6) 2022, 1-month follow-up CT imaging was performed and a type ii endoleak was observed with lumbar artery involvement. The maximum diameter of the taaa was 63.6mm. On (B)(6) 2023, 6-month follow-up CT imaging was performed and the type ii endoleak was visualized again. The maximum diameter of the taaa was 62.9mm. On (B)(6) 2023, 12-month follow-up CT imaging was performed and the type ii endoleak was visualized. The maximum diameter of the taaa was 63.5mm. On (B)(6) 2024, 24-month follow-up CT imaging was performed and the type ii endoleak was visualized. The maximum diameter of the taaa was 66.7mm. On (B)(6) 2024, a reintervention was performed to treat the type ii endoleak whereby boston scientific obsidio¿ conformable embolic and embolization plugs were placed. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog # ataa43720160c/ serial # (B)(6)/ UDI # (B)(4) which is captured in manufacturer report #2017233-2024-05350 catalog #tgm343415/ serial # (B)(6)/ UDI # (B)(4) catalog #tgmr404010/ serial # (B)(6)/ UDI #(B)(4) catalog #tgmr404010/ serial # (B)(6)/ UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use, potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.